Event description:
I received mentor under muscle saline implants in 2012. Almost immediately I regretted my decision. I was not made aware of the dangers of breast implants and was instead informed that the saline option was "safe." Two years ago, I started becoming increasingly ill. I have had everything from heart palpitations, shortness of breath. I feel like I'm being buried in sand slowly. The weight on my chest, the inability to breathe, racing heart. I have seen many specialists and they can't figure it out. I have gained 30 lbs since getting implants. Gained 10 within weeks of my surgery. I eat healthy and exercise. I have to eat less than 800 calories a day to just maintain my current weight and not gain anymore. Eating like this is causing other issues in my health. Yet if I eat more, I rapidly gain weight and that's not healthy either. I have had blood work and many other tests to rule out any other medical causes. I have extreme anxiety and depression to the point where I am on different medications to try and control both of these. No medications are touching the anxiety anymore and I get panic attacks out of nowhere. The anxiety and depression happened within weeks of getting my implants. I have piercing headaches in my head, especially when I try to do anything physical (even a slow walk). I have been to 2 different neurologists. I have a constant burning in both breasts. The burning in my left is debilitating. I literally feel like it is burning from the inside. Then there's the piercing, hot, knife-like pain that radiates through both. That pain is becoming more frequent and staying longer. My obgyn found a lump on the side that is causing me the most pain. I had a mammogram and ultrasounds. The mammogram was ok from what they could tell but the implants are in the way. The ultrasound was inconclusive. My health issues and symptoms don't end there but I'm out of room to type any more. The amount of medical bills that I have accumulated over the last couple of years chasing all these issues would make anyone depressed. I am on the verge of bankruptcy due to them. The amount my insurance has paid is undoubtedly in the tens or hundreds of thousands. I am unable to play with my kids anymore. I'm unable to be a mom. I'm unable to be a good wife. My entire family is suffering. These have taken my life away. Yet, here I am just trying to stay alive and push through because my insurance won't cover or even help with the cost of removal. I need at least (B)(6) in order to pay for these toxic bags to be removed from my chest. So many women are out there like me. So many are unable to even get out of bed but can't afford this surgery. If you are going to continue to allow implants, please help those of us who are suffering and can't afford to have them out. Svt, memory loss, joint pain, extreme muscle pain, dry eyes, chronic fatigue, dizzy and more. FDA safety report ID# (B)(4).